Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were visited to emergency room due to high blood glucose on (B)(6) 2019. Customer¿s blood glucose level was in the range 400 mg/dl at the time of incident and over 400 mg/dl when admitted to hospital. The customer was using insulin pump within 48 hours of reported event. Customer was treated with injection and syringe. Customer did not alleging insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer stated that the cannula was bent. Customer was advised to change and return the infusion set. The insulin pump will not be returned for analysis.